Manufacturer narrative:
The initial MDR was filed in error. The complaint information did not indicate the battery would not provide emergency backup power or was not able to charge. Additionally, there were no allegations that the battery failed to provide power consistent with the timing alarms/indicators. Therefore, the battery and battery timing alarms/indicators functioned as intended by providing backup power until the battery depleted as designed.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a battery failure that could cause loss of mechanical ventilation. There was no patient involvement.